Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to low blood glucose level and subdural hematoma. Date of hospitalization was unknown. Customer's blood glucose value was unknown at the time of the incident. The customer's wife declined to troubleshoot. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.